Event description:
Review of service data detected a reportable event. During servicing, battery pack sn (B)(4) was found to have a damaged connector. There is no indication that the battery pack was ever used by a patient.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation, the battery pack connector was found to be damaged. The root cause of the damage cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective battery pack. There is no indication that a patient ever used this battery pack.